Event description:
It was reported that the communicator showed a red call doctor icon concerning this patient's pacemaker. Upon review of device data, there was an alert for right ventricular (rv) lead pacing impedance measurements being out-of-range, greater than 3000 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. No adverse patient effects were reported. At this point, the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).